Event description:
During laparoscopic cholecystectomy, the surgeon utilized 2 differed laparoscopic coagulators -reusable instruments- due to possible arcing of the current. Surgeon stated that areas of the liver were burned-minor burns. Instruments cannot be released to MFR due to pt having minor burns -per hospital policy.